Event description:
The affiliate stated the customer reported low quality control analytes results for troponin I, creatine kinase-mb (ck-mb), and myoglobin involving synchron lx I 725 system. Beckman coulter field service engineer (fse) arrived at the facility and discovered 10t mixer pulley broke and replaced the mixer pulley to resolve the issue. The fse cleaned the aspirate probe, dispense probe, main pipettor probe, and the analytical module. Quality control was within specification after the fse repaired the instrument. The instrument conformed to the manufacturer's published performance specifications. The customer then reanalyzed the patient samples back to the previous accepted performance and discovered two erroneously low myoglobin results for two patients. Patient 1 produced an initial result of 347.7 ug/l with a retest value of 992.4 ug/l. Patient 2 produced an initial result of 834 ug/l with a retest value of 3110 ug/l. Retest results were analyzed on an alternate access 2 system. The erroneous results were not released out of the laboratory. There was no patient consequence associated with this event.